Manufacturer narrative:
Follow-up submitted for updating additional information. Updated section b4 for report submission date . Updated g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Implant date and patient weight were unknown. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Patient's weight and implant date were not provided. When the requested information becomes available, a supplementary report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.